Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g4, g7, h1, h2, h3, h6, h10 visual examination of the returned products found the one end of the poly pouch was not sealed or folded over. The products are conforming as the end of poly pouch was not required to be folded at the time of manufacturing, and does not affect form, fit, or function of the device. Review of the products determined that no failure was found as the products are within specifications. No further investigation or action is required after review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).report source foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the product did not have a sealed sterile package. There was no reported patient injury.